Manufacturer narrative:
It was reported that a piece of a cervical distraction pin was retained in the patient upon removal during a decompression and fusion of c5-6 & c6-7. The surgeon had to drill further to remove the retained fragment. The retained fragment was successfully removed without further reported incident. No further medical intervention was necessary. The patient was reported to be doing fine with no medical attention required. No additional information is available. No sample has been returned to the manufacturer for evaluation. A root cause was unable to be determined at this time. Due to the reported need for medical intervention to retrieve the retained distraction pin fragment this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a part of the distraction pin was noted to be missing when removed from the patient.